Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high", although specific value was not provided. Cause was unknown. Reportedly, the customer changed out pump supplies to address bg. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.